Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests, cleaning then confirmed the unit operated properly and software version was checked.